Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee scope the surgeon noticed dust like metallic particles in the patient. The irrigation flow was increased to flush out the particles, but the surgeon is not confident that all particles were removed from the patient. No patient injury or complications were reported.